Event description:
Same case as manfacture's report# 6000093-2006-00835. It was reported that 348 days after implantation of 2.75x32 mm and a 3.00x32 mm taxus express2 drug eluting stent, an instent restenosis occurred. During the initial procedure, the target lesion was located in the proximal and mid left anterior descending (lad) artery. Pre-intervention stenosis of 75% was reported for the mid and proximal lad. A 2.75x32 taxus stent was deployed in the mid lad and a 3.00x32 mm taxus stent was deployed in the proximal lad. Both stented regions were reported to have a post-intervention stenosis of 0%. No information was reported concerning vessel tortuosity or calcification. The pateint received heparin and intergrilin during the procedure. No information was reported concerning patient complications. The patient presented 348 days after the initial procedure with a 90% in-stent restenosis in the proximal and mid lda. A 3.0x28 mm taxus stent was deployed in the proximal lad adn a 2.50x20 mm taxus stent was deployed in the mid lad. A post intervention stenosis of 0% and "post timi flow 3: complete and brisk flow/complete perfusion" was reported for both lesions. No information was reported concerning patient complications.